Manufacturer narrative:
The returned device was evaluated and no bents or kinks were found with the cannula, but the exposed portion was found to have a tear. This tear resulted in a leak within the fluid path. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. Blood was observed inside the cannula. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported the patient's blood glucose level rose to 419 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, th patient administered a manual injection of insulin and applied a new pod. The patient's blood glucose history are as follows: (B)(6).